Event description:
It was reported that the deive exhibited elective replace- ment indicator (eri) characteristics after 1 1/2 years implant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was verified in the laboratory. A longevity estimate found the device to be outside of the expected longevity. Real time measurements indicated a high lv capture threshold in 2007 and early 2008. It is believed that the lv output was programmed to a higher amplitude during that time and possibly the cause for the battery depletion. However, no archive data could be obtained to calculate a better longevity estimate.